Event description:
Customer stated that 000 displayed "in the middle of the reading." A review of the system was conducted over the phone. The review indicated that the meter functioned after replacing the batteries but the units position of the display was missing segments. The customer was asked to return the meter for further eval and a replacement meter was provided. The customer was invited to call 24/7 for future questions/concerns.